Event description:
Customer complains that the pump stopped delivering insulin during the night. When he woke up, he found the pump in the stop mode without any preceding warning or error message. Patient went to sleep with blood glucose of 6.7 mmol/l and woke up with blood glucose of around 26 mmol/l. He stated he changed the cartridge during the night and he is sure he put the pump into run mode when he was done. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.